Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant data provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage, reflux, and irritation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further info has been requested. No additional info has been reported to allergan regarding the serial number or catalog number. Device labeling addresses the reported event of band slippage and reflux as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolve by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the reported event of irritation as follows: the material in this device has been shown in biocompatability studies to cause slight irritation in intramuscular implantation in animal models.

Event description:
Pt reported "I have been experiencing issues" with the lap-band system. No additional info provided. Follow-up info: pt stated, "about a year after I got the lap-band, it slipped and I had surgery to put it back in place." Pt experienced "acid reflux" due to the slipped device. Pt reported that "over the last 18 months [diagnostic testings] see a slight slip and sometimes around my port it feels irritated." Pt noted reoccurrence of reflux too. No additional surgery has occurred. Device remains implanted.